Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominoplasty and mammoplasty procedure, the thread of the suture was broken in the spindle with the needle, immediately after use. Another suture was used with the same lot number to complete the procedure. There was no patient injury.